Manufacturer narrative:
Other text: additional information: h6, h10: information was received on 18-oct-2021 indicating that the event occurred during testing. There was no patient involvement. Device evaluation completion date: 11/08/2021: device evaluation: one smiths medical cadd solis vip pump was returned for analysis. During analysis, the reported downstream occlusion problem was duplicated. Downstream occlusion sensor will be replaced to correct the issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device failed downstream occlusion. It is unknown if there was patient, or clinician injury associated with these occurrences. No further details provided at this time.